Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient reported inaccurate cgm values. The patient was unaware that her bg was elevated as her cgm did not display elevated values (cgm and bg values were not provided). As a result of elevated glucose values which had occurred for an unspecified amount of time, the patient became hyperglycemic and lost consciousness. The patient was transported to the hospital by ambulance where she was admitted for four weeks. She was diagnosed with diabetic ketoacidosis (dka), coma and cerebrovascular accident (cva) which occurred while she was in a coma. As a result of the stroke, she has lost vision in one eye and has cognitive issues. It was not confirmed who called emergency medical service. A cgm of 111 mg/dl and a bg value of 42 mg/dl were provided; however, it was not confirmed if the values were at the time of the event or post-event. The sensor was inserted into the abdomen. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, diabetic ketoacidosis, and loss of consciousness.